Event description:
Hemovac wound tubing broke while removing it from the incision of a left total knee replacement. Tubing was inserted during procedure performed on 4/26/94. The tubing was surgically removed on 4/28/94. An attempt was made to remove the tubing proximal to the incision, but was unsuccesful.the tubing was removed distal to the incision after two skin staples and one subcutaneous stich were removed.